Event description:
Customer complained bristles of the proxabrush fell off of the brush as soon as they started using it, they rinsed out their mouth out immediately after and made sure they didn't swallow any. There was no harm caused however they were scared.